Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of the helix would not extend was confirmed. Visual inspection found the helix to be fully retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted. The cause of the reported event was isolated to the helix being clogged with blood/tissue. The reported event of noise was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis did not find any anomalies with the exception of damages that are consistent with procedural damage.

Event description:
One day following implant, noise was observed on the ventricular lead. The lead was attempted to be repositioned; however, the helix would not longer extend. The lead was explanted and replaced. The patient was stable.